Event description:
It was reported that the patient experienced a malfunctioning pump. A revision or replacement has not yet occurred. The patient is requesting to find a urologist for a replacement. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.